Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was a different size from the package label. Per additional information from the ibc via email 03 dec 2019, the package for the 7760024lr, contained a 14fr catheter attached.

Event description:
It was reported that the catheter was a different size from the package label. Per additional information from the ibc via email (B)(6) 2019, the package for the 7760024lr, contained a 14fr catheter attached.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related issue. Evaluation found the catheter with product code 0165si14-(bardex 2 way male 5cc 14fr, silver lubricious coated catheter) was incorrectly packaged into packaging lot mycz5172 -7760024lr (medicon kit with round urobag & other component ¿ 0165si24). A potential root cause is line clearance failure from prior lot during medicon kit packaging process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. There is no issue with labelling information (pouch labelling, box labelling and cap printed on catheter) for this product code. The current labelling are adequate to provide information on catheter size, product code, product name, sterilization date, expiration date and lot number to end user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.